Event description:
It was reported to philips that the device experienced a defib test/pads failure during operational testing. It was noted by the customer that both the hands free cable and test load were replaced in an attempt to troubleshoot the issue but the failure remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.